Manufacturer narrative:
Concomitant medical products: 4135 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead pacing impedance slowly rose from baseline, triggered an alert for exceeding the alert threshold, and then slowly fell back to baseline where it has remained stable. The lead remains in use. No patient complications have been reported as a result of this event.